Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to compromised force sensor system alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was 260 mg/dl. The customer was assisted with troubleshooting. Customer stated that the alarm occurred during the prime process. Customer stated that the drive support cap was appears normal. Customer also stated that the insulin pump had not bumped or dropped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.